Event description:
It was reported that the insulin pump alarmed motor error during a bolus/basal delivery. The customer was assisted with clearing the alarm and advised to disconnect from the device. The motor error alarm had occurred once in the last 30 days, and the alarm history also showed a motor position encoder error alarm. The caller did not know the blood glucose reading. The customer was unable to complete the rewind sequence. The customer was advised to remove the battery to prevent continued alarms. The customer was advised to replace the insulin pump and a request was made to have the customer return the device for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No motor position encoder error alarm could be verified in the alarm history due to the history file being overwritten. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.